Event description:
It is reported when the head support is adjusted on the eye surgery stretcher, it appears the locking screws are not locking into place, which may result in the had support collapsing. No adverse events are reported.

Manufacturer narrative:
Na